Event description:
This is a continued problem. This time the corrective measure company took previously did not work. Pin snapped. This machine malfunction can cause serious injury or death to residents. No injury occurred this time but staff is very alert. Pt has made contact with company they are looking further into problem.